Event description:
The reporter stated, the surgeon was inserting a +22.0 diopter cc4204a collamer aspheric single piece lens and he noted a hole in the cartridge. There was no patient contact or injury. The reporter stated it was unknown if the lens was damaged. The reporter stated two lenses were used for this patient and both cartridges used were noted to be damaged - see MFR. Report # 2023826-2012-00139. The reporter stated they felt the cartridges were defective.

Event description:
Additional information received - the reporter indicated the lens was broken.

Manufacturer narrative:
(B)(4). Cartridge was not returned. The lens was returned for evaluation and visual inspection found pieces of the lens optic and both haptics torn off and missing. The lens was returned in liquid. Evaluation: conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned lens, a specific root cause of the event could not be determined. The injector and foam tip plunger were not returned for evaluation. (B)(4).

Manufacturer narrative:
Lens was broken. (B)(4).